Manufacturer narrative:
The medical team reported that they believed the reported event to be possibly related to patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Aortic insufficiency often develops among patients on lvad support and has been demonstrated to increase in severity over time. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to the continuous-flow pump, medical treatment, progression of disease, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manual contains aortic insufficiency as a potential event that may be associated with use of the product. Aortic insufficiency is primarily mitigated by patient selection and surgical management, however aortic insufficiency can develop over time after a vad is implanted. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted from clinic to the hospital for suspected congestive heart failure related to aortic insufficiency. The patient was administered 80 mg intravenous (IV) lasix in clinic with instructions to continue twice daily. Upon admission, the patient complained of shortness of breath that had worsened over the past few days, lung assessment was significant for bilateral rales in bases, and b-type natriuretic peptide (bnp) levels were elevated. Echocardiogram results revealed moderate regurgitation with aortic valve closure with every beat. The patient was discharged home on (B)(6) 2016 with improved shortness of breath improved.